Event description:
During a code arrest, there was a delay in connecting electrodes to the lead wires. In early may, a conversion of patient electrodes to be consistent with market trends in the design of this product line. In so doing, mfg neglected to properly inservice customers in some of the changes that would be necessary to implement the systems change that the new product indicated. Most specifically the need to convert to alligator type lead clip as opposed to the clip on style lead clips that have been used at this hospital for the last eleven years.the need to change lead wires was recognized early on the addressed by hosp with the help and support of co. The issie should have been part of the planning process of co.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design - inadequate, inadequate quality assurance, telemetry failure, electrode. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.